Event description:
Provider alleged unit alarming. Per independent repair center statement, the customer stated problem: alarming or red light. Problem confirmed: yes. Key failure: pilot operator valve not switching. Additional malfunctions: pilot o-ring leak, metal clamp leak, pm kit dirty.